Event description:
Beckman coulter inc., (bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer communicated verbally an occurrence of non-reproducible false positive accutni result on one patient's sample. The issue is associated with the access 2 immunoassay system. The customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting results outside the laboratory. The customer was asked to provide specific data to include patient's demographics, sample data report; however, the customer declined to provide this information. Patient data, obtained from the cf, is shown. An effect to patient is unknown. Customer did not provide information regarding reports of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
Serum sst tubes are used for accutni samples collection. Per the cf, the customer indicated observing a fibrin clot in the sample that produced discrepant result. No specific event qc data was supplied. Per the cf, the unit is currently performing within qc specifications upon contact with the customer. Service was not dispatched for this event. The customer indicated that sample handling contributed to this event; however, a definitive root cause for this event has not been confirmed by bec.